Manufacturer narrative:
This report is submitted on 5 june 2020.

Event description:
Per the clinic, the patient experienced pain and skin thinning at implant site; subsequently the device was explanted on (B)(6) 2020 and the patient was re- implanted with a new cochlear baha implant